Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error. The customer¿s blood glucose level was 136 mg/dl. The customer states critical pump error image was displayed on the screen. Advised the pump will need to be replaced. Advised to discontinue use of the pump and recommended customer refer to back up plan the insulin pump will be returned for analysis.